Event description:
Home patient (hp) reports dry minicaps. Hp stated hp did not see any betadine in the tubing when initiating the drain phase of peritoneal dialysis exchange. Hp also stated sponges were beige in color and packages were sealed in the usual manner. Noted during use. No pt injury or medical intervention reported.